Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested evaluation of this implantable cardioverter defibrillator (ICD) device. Upon review of the stored episodes, the patient experienced a ventricular tachycardia (vt) storm where anti-tachycardia pacing (atp) and shock was appropriately delivered and successfully converted the arrythmia. Subsequently, shortly after the patient went back into vt and as the device was charging, the patients arrythmia broke on its own, but the shock was committed, therefore delivering inappropriate shocks during normal sinus rhythm. The hcp consulted the electrophysiology (ep) for further evaluation. No additional adverse patient effects were reported. The device remains in service.